Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing, multiple low blood glucose (bg) levels (40-60's mg/dl). Reportedly, the low bg levels occurred due to the variations in the customer's diet and not adequately delivering boluses to account for the carbohydrates. Additionally, the customer attributed the low bg level to be due to stress and activity levels. The customer consumed food to treat the low bg levels. Recommendation was made to consult with a healthcare provider regarding diabetes management.